Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Routine fitting session revealed affected channels. Change in hearing performance with the device was not noticed. No trauma is reported. Reimplantation is considered

Event description:
During a routine fitting session affected channels were revealed. Change in hearing performance was not noticed, the recipient is bilaterally implanted. No trauma is reported. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.